Event description:
It was reported that the customer over delivered insulin by accident. Mother stated that her son was in the bathroom and pushed the buttons on his insulin pump and gave himself more than 6 units of insulin. Mother stated that his last blood glucose was 133 mg/dl. Mother checked the blood glucose value again and it was at 202 mg/dl but she stated that she is afraid that it is going to drop fast. Customer has eaten lunch and treated with insulin bolus prior to the incident. It was stated that the insulin pump showed 5.90 units when she pulled it out. Customer was assisted on checking the amount of insulin delivered and it showed 7.6 units of active insulin. It was advised to check blood glucose value every 15 minutes. Mother requested assistance in calling emergency for an ambulance for the customer. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.